Manufacturer narrative:
A ge rep evaluated the system and determined the computer needed to be replaced. Replacement and repair have not yet been reported.

Event description:
The customer reported they were not able to load a pt scan into the nav application. They were able to choose the pt scan, and when loading, the scan stopped loading mid-way and the system froze. No pt injury was reported.